Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary heart disease. During introduction, a 24 x 2.75 promus premier select stent was advanced through the guide catheter, but the shaft broke. The detached portion of the device was pulled and the device was removed. No portion of the device remained inside the patient. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary heart disease. During introduction, a 24 x 2.75 promus premier select stent was advanced through the guide catheter, but the shaft broke. The detached portion of the device was pulled and the device was removed. No portion of the device remained inside the patient. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 24 x 2.75mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break 22.2 cm distal to the strain relief and a hypotube kink 2 cm distal to thebreak site. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.